Manufacturer narrative:
Follow-up 4/21/2016: customer reported that bg levels stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 269 (mg/dl). A bolus was delivered to address bg level. Reportedly, customer's health care provider instructed customer to set a temporary rate of 0% to account for the lantus injection given earlier and thinks this possibly contributed to their elevated bg level. Customer began, but declined to complete all troubleshooting steps with tandem technical support.